Event description:
It was reported that a 76 yo male patient, initial shoulder implanted in (B)(6) 2016, underwent a revision procedure in (B)(6) 2025, approximately 8 years 6 months post the initial procedure. Reason for the revision is unknown. The surgeon did not provide any details. Everything was removed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays or device images were able to be obtained. The explanted devices are not available for return as they were disposed of by the customer. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6-investigation codes the following sections were corrected: h6-investigation codes 4118, 3233, 11 no longer applies.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1, d4. H4, h6. The reason for the revision cannot be confirmed from the information provided but may be due to wear and subsequent osteolysis over the course of 9.5 years of implantation. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.